Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter additional email address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that microbore extension set, IV connector,.f was damaged and leaked. The following information was provided by the initial reporter: material no: mz9226. Batch no: unknown. Verbatim: [event 2] syringe med tubing was found to have a very small leak at the small hole of the filter. Ns had been infusing via pump. Infusion was stopped and disconnected, replaced with new tubing. Tubing that has leak was placed in bio hazard bag and placed in lt9 cns mailbox, with note.

Manufacturer narrative:
H.6. Investigation: the customer reported leakage at the filter, and returned one used sample of material #mz9226. The returned sample verified leakage when primed with blue dye water. The filter leaked from a crack in between the top and bottom halves, and matched the failure of many other samples (8). The root cause is not known at this time. The supplier of the filter conducted an additional investigation, which did not find a root cause either. Additional unopened samples were also investigated as sterilization was suspected as a root cause of the filter cracking, but this was ruled out when the unopened samples had no issues. There was some discoloration on the filter welds that was also suspected as a root cause on the assembly end, as this would come after the filters were supplied. This also was a dead end and the root cause could not be determined. A device history record review could not be performed on material #mz9226 because a valid lot number was not provided by the customer. The root cause is not known at this time. H3 other text : see h.10.

Event description:
It was reported that microbore extension set, IV connector,.f was damaged and leaked. The following information was provided by the initial reporter: material no: mz9226 batch no: unknown verbatim: [event 2] syringe med tubing was found to have a very small leak at the small hole of the filter. Ns had been infusing via pump. Infusion was stopped and disconnected, replaced with new tubing. Tubing that has leak was placed in bio hazard bag and placed in lt9 cns mailbox, with note.